Event description:
(B)(4). I was implanted with the medical device essure for sterilization purposes. Since implantation, I have not had a menses. I instead have suffered debilitating cramping in the ovary regions, and in my stomach. I have lower back pain so extreme that it drops me to my knees on a regular basis. I can no longer walk long distances, without being in severe pain. Sexual intercourse in almost non existent with my husband as there is always pain involved during and afterwards. If I bend the wrong way, or stretch out to lay down, sometimes there is a kink like feeling inside, or a feeling like I am being poked. The pain is quite severe. I have been tested for lupus, lyme, sarcadosis, a plethora of auto immune disorders, inflammation issues, early menopause, my hair is greying over my entire head, it is brittle and falling out. I have such terrible muscle fatigue and am extremely vitamin d deficient all the time since getting this device. I stay nauseated all the time as well, especially after trying to eat. I have also had a over abundance of migraines since implantation.